Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of four reports (3007042319-2015-04147, 3007042319-2015-04148, 3007042319-2015-04149 and 3007042319-2015-04150) submitted for devices related to the same event.

Event description:
It was reported by the medical personnel on inspection, loose power port #2 on the controller 096717 and multiple disconnect alarms on controller 097163. The patient had critical battery alarms on the 2 batteries, (B)(4). The log files were sent in. Controllers and batteries were taken out of service.

Event description:
Additional information recieved from FDA via medwatches (mw5058451 and mw5058354): it was reported that the vad parameter were all within normal limits and patient was stable without any complaints. It was reported that the batteries had recent "toggling", and were identified on recent log file downloads.

Manufacturer narrative:
This is one of four reports (3007042319-2015-04147, 3007042319-2015-04148, 3007042319-2015-04149 and 3007042319-2015-04150) submitted for devices related to the same event.